Manufacturer narrative:
(B)(4). Multiple MDR's were reported for this event. Please also see associated events: 0001825034 - 2018 - 01112, 0001825034 - 2018 - 01113, 0001825034 - 2018 - 01114, 0001825034 - 2018 - 01115. Concomitant medical products: 195758 vgxp xp inlk pri tib lot 677600, 195857 vgxp xp e1 tib brg rm lot 538630, 195787 vgxp xp e1 tib brg rl lot 695900, 184766 series a pat std 34 3 lot 939110. This report is being submitted late as it has been identified in remediation. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no furth ER action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device remains implanted.

Event description:
It was reported in the study the patient had moderate pain noted in multiple areas and moderate difficult with kneeling post knee replacement. Attempts have been made and no further information has been provided.